Event description:
The patient's physician reported that the patient had been explanted due to an infection at the generator site. A review of the generator and lead's design history records showed they were sterilized prior to shipping. The physician also indicated that the patient "wore a life vest when the family went on vacation. The life vest irritated the skin overlying the vns site. The site became reddish then subsequently, the skin became thinned out and then broke down." Cultures of the wound resulted in candida albicans and s. Epidermidis. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.